Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies. Physio then cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control observed that the device had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. Physio found the likely cause of the event code to be due to increased resistance of the shock switch on the main keypad assembly. Increased resistance of the shock switch has been shown to cause an intermittent failure of the defibrillator to deliver a shock. The main keypad assembly was replaced as a precaution and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.